Event description:
It was reported that the pump exhibited multiple back up alarms. No patient injury was reported.

Manufacturer narrative:
Operator of device are unknown; no additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 13july2022 via email and attached to complaint object: date of the event: (B)(6) 2022, it is unknown if the reported event occurred during patient use, the event did not result in patient harm, it is unknown if a medical intervention was required, the outcome of the event is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage or visible contamination. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The investigation was unable to determine the cause of the error. No external damage or contamination was found with the printed circuit board. Since no fault was found, no corrective action was needed; however, the main printed circuit board was replaced as preventive measure. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: corrections: h4: mfg. Date. 24-jan-2019; d4: model number: 4000.